Event description:
Clinical study. Same case as 2134265-2009-00112. It was reported that 1273 days after a coronary artery stenting procedure, the pt developed arrhythmia and bradycardia and required pacemaker placement. The lesion being treated was a 3.0 mm, 90% stenosed, 20 mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the target lesion with pre-dilatation, resulting in 0% residual stenosis. The physician then placed a 3.0 x 24 mm taxus study stent. A dissection occurred. The physician placed a 3.5 x 8 mm taxus liberte' study stent to treat the dissection. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. At 1273 days after the index procedure, the pt experienced arrhythmia, bradycardia and was hospitalized. The pt had surgery and a permanent pacemaker was implanted. The next day, the event was resolved with no residual effects. In the opinion of the physician, the relationship of the adverse event to the taxus liberte' stents is possibly.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.